Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 188-01-07 - wedge plasma x/o sz 7.

Event description:
As reported, the patient had an initial left total hip arthroplasty approximately 7 years and 4 months ago. The patient started having pain and squeaking, so the surgeon revised the liner and head. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.